Event description:
The customer was on her unit when she heard a "popping" noise. She claims that the steering column dropped and she fell out of scooter. She was unable to get herself up due to the recent loss of a leg. She required assistance from emergency services.